Event description:
It was reported that the user¿s freestyle libre 3 plus sensor could not pair with the ilet, and the ilet displayed that the sensor was already in use due to prior pairing with the abbott libre application. Symptoms included no loss of glucose data from the ilet perspective because the sensor never connected. Outcomes included the need for user education on pairing behavior and the requirement to use a new sensor to establish pairing with a single device. Investigation included technical troubleshooting and user education on device compatibility and pairing limitations. Investigation of this case revealed that the sensor was successfully paired to another device, which prevented pairing to the ilet as designed. It was concluded that the device functioned as intended and the event was due to use of the sensor with another device, requiring a new sensor to pair with the ilet.